Event description:
It is reported that the patient is experiencing pain across the patella and below it, and an x-ray taken (B)(6) 2015 did not reveal anything abnormal.

Manufacturer narrative:
A product history search identified no other complaints for the part and lot combination of the tibial component. Operative notes from the revision surgery indicate tibial loosening as the postoperative diagnosis. No gross loosening was noted during exposure of the tibial component. The pegs were noted to have bone ingrowth around them but were not solidly fixed and came out easily. The cause of the tibial loosening is related to FDA recall z-1266-2015 as previously reported.

Manufacturer narrative:
Updated information indicates the patient has now been revised due to pain and loosening of the tibial component. A product history search identified no other complaints for the part and lot combination of the tibial component. A field action was conducted on february 19, 2015 in which zimmer voluntarily removed the persona trabecular metal tibial implant from the field due to a higher than anticipated complaint rate for radiolucent lines and loosening. The device in question was implanted prior to this field action. FDA recall z-1266-2015 contains the related tibial lot number. The CAPA investigation determined that the likely root causes for the higher than anticipated complaint rate are that the persona tm tibia allows the potential for the tibial implant to sit proud on the resected tibial surface and the persona tm tibia has less initial stability than predicate devices.

Event description:
It is reported that the patient has now been revised due to pain and loosening.

Manufacturer narrative:
The condition of the device is unknown as no photos or device were received. The review of device history records found no deviations or anomalies. This device is used for treatment. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. A definitive root cause cannot be determined with the information provided.

Manufacturer narrative:
Information was received from a consumer who is not required to complete form 3500a. This report will be amended when our investigation is complete.